Event description:
It was reported that a user performed an overnight infusion set and tubing change while fatigued, did not confirm proper setup, experienced insulin leakage at the site, and subsequently recorded blood glucose in the 300s on the ilet, then entered multiple breakfast meal announcements without eating in an attempt to reduce hyperglycemia. Symptoms included hyperglycemia peaking at 356 mg/dl. Outcomes included no injury, no hospitalization, and the need for troubleshooting and user education. Investigation included complaint intake review, review of device use and reported behavior, and provision of user training. Investigation of this case revealed user setup error leading to insulin under-delivery from a leaking infusion site and inappropriate use of meal announcements as corrective boluses, which could cause algorithm maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set change and inaccurate meal entries, with device function not implicated.